Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction (alert 57) was confirmed via failure investigation. Failure investigation was unable to replicate the alleged device issue (alert 59 and alert 69). No fault was found with the device. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet bionic pancreas experienced multiple malfunctions including software runtime error, algorithm state memory corruption, and algorithm data parity check errors that triggered device alerts and led to a device replacement and transition to backup therapy, with blood glucose reportedly unaffected. Symptoms included no reported hypoglycemia, hyperglycemia, or other adverse physiological effects. Outcomes included temporary interruption of usual pump therapy and continuation of cgm use while awaiting the replacement device. Investigation included review of device error logs and technical assessment consistent with software or algorithm fault alerts. Investigation included collection of event details, as well as receipt and inspection of the returned device. Investigation of this case revealed a persistent software runtime error associated with device malfunction that was not resolved by power cycling. However, failure investigation was unable to replicate the alleged device issues (alert 59 and alert 69), and no fault was found with the device. It was concluded that the cause was a software-related malfunction of the device.